Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement. A new device was implanted. No additional patient effects were reported.

Manufacturer narrative:
Voluntary medwatch form received: mw5145481.